Event description:
Nurse reports that patient on insulin had an insulin reaction which caused her to fall and break her arm. Customer has been getting high readings for blood glucose on suspect device (400 mg/dl) and dosing insulin based on this. The hospital meter read 200 points lower than the suspect device.